Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as due to touch contamination. On the same day as the onset, the patient was hospitalized for the peritonitis event. The treatment for the peritonitis event was not reported. Two days later, the patient was discharged from the hospital. Five days after discharge from hospital, the patient was again hospitalized for peritonitis. On an unreported date, the patient¿s pd catheter was removed and was started on hemodialysis. At the time of this report, the patient was recovering from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.